Event description:
It was reported that, an 840 vent had total loss of power (no ac/dc power). The ventilator was not in use on a patient at the time the malfunction occurred. The covidien service engineer (se) verified the malfunction. The se inspected the device and replaced the power supply. The unit passed all testing and operates within the manufacturing specifications.